Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data (B)(6) 2023 per the timestamp). The driveline was disconnected on (B)(6) 2023 from 10:40:34 to 10:41:16 and again on (B)(6) 2023 from 02:47:27 to 02:48:48. The pump regained the set speed without any issues each time that the driveline was reconnected. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The system controller was not returned for analysis. Additional information provided communicated that the driveline was disconnected due to user error. The root cause of the reported event was determined to be due to the patient mistakenly disconnecting their driveline. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (doc #10006136, rev. D) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted to confirm how many disconnects there were. The log file captured a driveline disconnect at 10:40:36 on (B)(6) 2023, a driveline disconnect at 10:41:16 on (B)(6) 2023, and a driveline disconnect at 2:47:27 on (B)(6) 2023. The driveline disconnect alarms were reportedly due to user error and modifications were made to the controller and consolidated bag to prevent the patient from disconnecting the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while inpatient, multiple driveline disconnects were noted by the nurse. It appeared that there were at least 2 disconnects. Related MFR: 2916596-2023-07457, related MFR: 2916596-2023-07458.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.